Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that system had failed drawer. The field service engineer found drawer hh 4.1 not on bus, reseating row board and bus cable to resolved the system functioned as intended after the field service engineer troubleshot the device.